Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: updated: b3, b5, b6, d6, e1, g3, g6, h1, h2, h6; corrected: d4. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Initial left total hip arthroplasty followed by an I&d for excessive drainage and hematoma requiring joint debridement approximately 1 month later. Subsequently while in 6 in. Of water bent over at waist and dislocated left hip and had a closed reduction in the ER approximately 1.5 years post-implantation. 3 days later, patient was seen in the office and given a brace with follow up in 6 weeks. 1 month later, there was a 2nd dislocation while getting up from stool and fell. Closed reduction in the ER with brace applied. Approximately 2 years post-implantation, the patient was revised due to subsequent encounters of dislocation. The head and liner were exchanged without complications. The cup and femur remained implanted. Due diligence has been completed for this complaint; to date all available additional information has been received.

Event description:
It was reported that approximately one month post implantation of a left total hip arthroplasty, the patient had an incision and drainage (I&d) for excessive drainage and hematoma requiring joint debridement. Approximately 1 and a half years later, while the patient was in 6 inches of water bent over at waist, the left hip dislocated. The patient subsequently had a closed reduction in the emergency room. The patient had a follow up appointment three days later and was given a brace. Approximately one month later the patient had a second dislocation while getting up from stool and fell. Closed reduction in the ER with brace applied. No medical records provided. Due diligence has been completed for this complaint; to date all available additional information has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). D10: item# 20123204 lot 64580191 32mm i.d. Size d high wall liner. Item# 110010263 lot 65273694 g7 osseoti multihole 50mm d. Item# 00625006530 lot j7370441 bone screw self-tapping 6.5 mm dia. 30 mm length. Item# 00625006525 lot j7348344 bone screw self-tapping 6.5 mm dia. 25 mm length . Item# 00786401320 lot 65603489 femoral stem press-fit collarless. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately one month post implantation of a left total hip arthroplasty, the patient had an incision and drainage (I&d) for excessive drainage and hematoma requiring joint debridement. Approximately 1 and a half years later, while the patient was in 6 inches of water bent over at waist, the left hip dislocated. The patient subsequently had a closed reduction in the emergency room. The patient had a follow up appointment three days later and was given a brace. Due diligence has been completed for this complaint; to date all available additional information has been received

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed in 2022. One month later, an I&d was performed for hematoma and excessive drainage. On 2024, while bending in 6in of water, the patient dislocated and was reduced in a closed reduction at the ER. A second dislocation occurred one month later, and the patient fell, another closed reduction was performed. A definitive root cause cannot be determined. This complaint was confirmed based on the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information at this time.